Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it was determined that no image and scope communication error occurred due to scope socket failure. In addition, it was presumed that the phenomena had occurred due to fatigue caused by repeated operation, or strong external impact. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was noticed, the light wouldn¿t come on and switched it out for one of the other processors. The issue occurred before the procedure.

Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the supplemental medwatch report.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source had no light/image. It was unknown when the issue occurred. There were no reports of patient harm.